Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00193 on june 27, 2023. A united states (us) customer contacted a siemens customer care center to report a falsely elevated high-sensitivity troponin I (tnih) result was obtained on a second draw sample from a patient on an advia centaur cp system which was considered discordant with the lower result from a prior sample draw and the subsequent sample draws. On july 06, 2023 additional information: siemens investigated. The initial issue was reported as advia centaur cp initial high-sensitivity troponin I (tnih) result on one patient elevated (>IFU 99th% reference 47 pg/ml) but low/normal on repeats. The sample was collected in a lithium heparin tube, and spun for 8 minutes, at 4,000 rpm. Siemens investigation included an assessment of reagent, instrument, and sample data. Reagent issues were ruled out based on review of quality control (qc) which showed recovery within acceptable ranges and no issues were reported with other patient samples. Assessment of instrument performance included a review of qc within acceptable limits at the time the sample was run. A customer service engineer (cse) performed total service call and found no issues. Based on the available information, the cause of the discordant result is consistent with preanalytical variables. Return of the patient sample for further investigation is not warranted because the discordant result was not reproducible. No further evaluation of the device is required. In section h6, the investigation finding and investigation conclusion codes were updated.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center to report a falsely elevated high-sensitivity troponin I (tnih) result was obtained on a second draw sample from a patient on an advia centaur cp system which was considered discordant with the lower result from a prior sample draw and the subsequent sample draws. A siemens customer service engineer was dispatched to the customer¿s site. During this visit, the cse performed a total service visit (tsv), sample air pump calibration (32%), and verified fluidics for dispense/aspiration. The dispense/aspiration volumes and the sample air pump were all in specification. No visual abnormalities noted. The calibration and quality control (qc) were acceptable at the time of the event. The patient sample was spun for 8 minutes at 4000 rpm. Siemens healthcare diagnostics is investigating.

Event description:
A falsely elevated high-sensitivity troponin I (tnih) result was obtained on a second draw sample from a patient on an advia centaur cp system which was considered discordant with the lower result from a prior sample draw and subsequent sample draws. The second draw sample was repeated, and the results were lower and in line with the other draws. It is unknown if the falsely elevated result was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated high-sensitivity troponin I (tnih) result.